Event description:
It was reported that during a device upgrade, lead perforation and no capture was observed. Lead was explanted when repositioning was not successful. There were no complications associated with the lead explant. The asymptomatic patient was discharged the following morning.